Event description:
Reportedly, during the implantation of an ICD, a high impedance was measured on the atrial channel even after several attempts with caution during screwing operations. The leads were verified with a pacing system analyzer and were found normal. The physician tried to swap the leads in the atrial and ventricular channels but with the same results (atrial impedance >3000 ohms). The device was returned for analysis. Another device was successfully implanted.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.